Event description:
The customer reported to baxter (B)(6) a 4-lead irrigation set that had a leak. According to the report, a nurse found the leak on the set before patient use during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation for the reported condition of a leak. A visual inspection of the sample revealed a broken y-site. A pressure test was then performed on the sample which confirmed the reported condition of a leak. A batch review could not be performed as the lot number was not provided by the customer. Although the reported condition was confirmed, the root cause was not identified.